Event description:
Complaint from attorney states: "pt received medtronic infusion pump on 4/30/1997. Six months after the implant, the pt died." This event was initially investigated by the MFR as an adverse drug event (lioresal intrathecal) in 11/1997. Contact with the health care provider at that time indicated that the physician felt the device and the medication the pt was receiving at the time of death were not at all involved in the event, and that the event was most likely autonomic dysreflexia that precipitated the pt's myocardial infarction.